Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and moderate calcification. The 3.0 x 18 mm xience pro stent delivery system (sds) was advanced without issue and the stent was deployed at an unknown pressure. During deployment, a dissection was observed at the proximal part of the stent, and a 3.5 x 15 mm xience pro stent was implanted for treatment. There was slight delay in the procedure due to the need of a second stent to treat the dissection, but it was confirmed that the delay was not clinically significant, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.